Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Further information has been requested but no response has been received. No ventilator logs have been provided and no service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text: 4117.

Event description:
It was reported that the attending nurse noticed that while the ventilator was ventilating a patient in an invasive nava (neurally adjusted ventilatory assist) mode of ventilation, the measured peep (positive end expiratory pressure) was reading 20-30 cmh2o. The respiratory nurse stated that the filter that was visibly saturated needed to be replaced. Staff evaluated the ventilators logs and they showed that the ventilator was frequently alarming high peep but it was not audible. Staff noted that the high peep alarm limit was set at 40 cmh2o. It was then decreased to 5 cmh2o above set peep which was 13 cmh2o. There was no patient harm. Manufacturer's ref. #: (B)(4).